Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed that their right ventricular (rv) lead was capturing the atrium. The patient was asymptomatic. The physician suspected the rv lead was dislodged. The lead was explanted and replaced. The patient was stable throughout.